Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached customer photos confirm the reported issue of the tip was broken during surgery. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The report of phaco tip broken is confirmed based on the photos attached to parent complaint, however, because a sample was not received and no lot number was provided, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the photos attached to the parent complaint, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported phacoemulsification tip broke during a cataract surgery. The procedure was completed by changing to a new tip. There was patient contact. There was no patient harm.